Event description:
The customer contact reported that during testing at the user facility, on channel 3 of the device unrestricted flow was noted. There were no reports of any adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.